Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: complaint could not be confirmed. The reason for the reported condition could not be determined. No lead anomalies were visualized. All electrical and mechanical measurements were within standard device specs.

Event description:
It was reported that at implant the right ventricular lead exhibited a sensing anomaly; in addition to sensing atrial activity, only low amplitude intrinsic r-waves were sensed. The lead was not used and was replaced.